Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7445115) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Additional information has been requested, but no additional information has been received.

Event description:
It was reported that the lens was explanted approximately 6 months post implant due to unknown reason. This report refers to the patient's left eye. Additional information has been requested, but no additional information has been received.